Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was instructed to remove the controller battery for 10 minutes then replace and fully charge. The rep reported that after fully charging the controller, the patient was instructed to recharge the ins with the screen off for at least an hour before looking. The rep reported that the patient had not called back to voice any concerns. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient was having an issue charging the ins. The rep reported that the patient had been connected with the recharger and it had been displaying excellent for an hour, but the ins battery status hadn¿t charged past 30%. The green light on the recharger was flashing. The rep reported that the patient tried removing and reinserting the battery but that didn¿t resolve the issue. The rep reported that the current issue with charging was occurring today. The noted that it normally took the patient one hour to charge. No further complications were reported.